Event description:
Report received from turkey that the cutter could not be inserted into the device . The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. The bearings of the device were damaged and would not allow cutter insertion. Dried biological debris was observed on and inside the attachment. This condition is indicative of improper or ineffective cleaning and maintenance of the device. In addition, the neuro tip of the attachment was drilled into and bent upwards, which is indicative of improper assembly of the attachment and bur into the motor. When a cutting bur is not properly assembled so that it is fully seated and secured into the motor, it can drill into the foot and post of the attachment's neuro tip, which can cause the tip and/or bur to fracture. If additional information is received, a supplemental report will be sent. (B)(4).